Manufacturer narrative:
Device-a: d5,6 h4: info not available. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; outer gasket condition, a)torn b)conforming; sleeve condition, ab)conforming and stopcock condition, ab)conforming. Functional tests & results: flapper door functional, ab)conforming. Analysis conclusion: based upon the inquiry info received and visual examination, it was concluded that the reported "two 511 sds leaked" during surgery occurred due to a torn outer gasket on sleeve (a) measuring approximately 3/16". The gasket was received complete. Sleeve (b) was received in good condition, tested for leakage and found to be conforming. No conclusion could be reached as to how the outer gasket had become torn during surgery.

Event description:
It was reported the 511sd and 1seal was used during a laparoscopic cholecystectomy. It was reported the two 511sds leaked due to an inner seal tear. New trocars were opened to complete the case. The gasket on the 1seal tore. Another was opened to complete the case. There was no consequence to the pt.